Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that there were cuvette ring move errors. The cse calibrated the cuvette pusher and performed empty and fill of the rings. The cse also discovered that the aspirate probe 4 was not aspirating properly. The cse replaced the pinch valve, performed a total service call and ran quality controls. The cause of the discordant vitamin d results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant vitamin d results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vitamin d results.